Event description:
It was reported that the saw began leaking an oil substance that was first noticed during an orthopaedic procedure. There was no pt or user injury and no treatment required, as the substance did not come into contact with the pt/site. The procedure was completed with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer. A leakage sample was taken and sent to clinical sciences for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.